Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 242.4030. Technical support - motor stall error/ I explain to the customer that he would need to replace the motor control board. The customer said ok and the call was ended. A review of the device history record for (B)(6) was performed from 06/08/2011 to 09/11/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support explain to the customer that he would need to replace the motor control board. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
(B)(4). Case resolution: motor stall error/ I explain to the customer that he would need to replace the motor control board. The customer said ok and the call was ended.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 06/08/2011 to 09/11/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed an error code 242.4030. There was no patient involvement.